Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of repeated used in the form of nicks and gouges. A post on the mating end of the instrument was found to be fractured off, with all pieces returning. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Medical records were not provided. Complaint is confirmed with product return. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip broke off when this instrument was used. No patient harm or impact was reported.